Event description:
It was reported that the patient presented for in clinic follow-up. It was noted that the patient's pacemaker had an overestimation issue. No intervention took place at the time. There were no patient consequences.

Manufacturer narrative:
Correction - d6a - should have been (B)(6) 2017 rather than (B)(6) 2017.

Manufacturer narrative:
Correction: event date was found to be (B)(6) 2021.